Event description:
The device was returned to the manufacturer for routine maintenance (software update). During the course of performing this maintenance, it was discovered that the device would not deliver full energy.

Manufacturer narrative:
The device is automatic external defibrillator (AED) and the actual device involved was evaluated. After the subject device received routine maintenance for a customer-requested software update, the updated unit failed final test for insufficient energy delivery. Testing found that the device was delivering 25% of its rated energy output. This finding indicated that the first phase of the biphasic waveform was not present. Trouble-shooting found that a component on a circuit board called an igbt (insulated gate bipolar transistor) had failed. Replacement of the transistor restored normal energy delivery. The repaired device was then subjected to performance endurance testing (100 shocks delivered) with no subsequent failure. This suggested that the transistor itself failed as opposed to another component being responsible for and leading to its failure. An investigation into prior similar instances in this device family found that the present complaint is the first igbt failure in nearly two years. The conclusion of the investigation is that the cause of the device's low energy delivery was due to the failure of a special type of transistor known as an igbt. The prevalence of igbt failures is very low and without apparent adverse trend. Incidental to the foregoing, it was noted as a secondary finding that one of the menu buttons on the front panel of the device did not operate. This problem presents no potential for patient risk because the device cannot be used to deliver therapy in menu mode. The menu buttons are used to set device options such as the date and time, adjust the display contrast, etc. Replacement of the subassembly holding the buttons corrected the problem. Investigation into prior similar instances found that menu button failures are very rare. After all repairs, the device passed comprehensive testing and was readied for return to the customer.